Manufacturer narrative:
Correction: outcomes attributed to adverse event was erroneously selected, it was meant to be left blank.

Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the investigation.

Event description:
Clinic reported to technical support that a (B)(6) year-old female experienced burns to the lower face and neck area following hair removal treatment with gentlemax pro laser system; system settings were reportedly set incorrectly by therapist and the wrong wavelength was used during treatment. The patient was sent to a hospital burn clinic for treatment. It was not reported what type of treatment the patient received at the burn clinic. There was no reported device malfunction or device alarms. Upon follow up with the clinic it was reported that the patient has refused to follow up at the laser clinic. Additional information was solicited.

Manufacturer narrative:
Device code correction: updated code from 1670 to 1126 (use of incorrect control settings).

Manufacturer narrative:
Clinic reported to technical support that a 25-year-old female, with a dark skin type, experienced burns to the lower face and neck area following hair removal treatment with gentlemax pro laser system; system settings were reportedly set incorrectly by therapist and the wrong wavelength was used during treatment; treating therapist thought was using the yag 1064nm wavelength (gmax) however the machine was actually set to the lase 755nm. Patient was treated on a 10/20mm 5ms lase zimmer 4. The gentlemax pro treatment guidelines states the following for skin types IV-vi and tanned skin: pre-treat with prescription strength hydroquinone for at least 2 weeks prior to treatment. Test small area and wait 1-2 weeks prior to treating entire area to evaluate tissue response. Dynamic cooling device (dcd) may need to be adjusted when altering fluence. Do not treat recently tanned skin. Allow tan to fade prior to treatment. Consider the 1064 nm for hair removal treatment on type v-vi skin type. Per the gentlemax pro treatment guidelines, untoward responses include: burning, blistering, scabbing, crusting, hyperpigmentation, hypopigmentation, purpura and/or herpes simplex activation, in rare cases, scarring may result. There was no reported device malfunction or device alarms. A review of the device history record and service history did not identify any negative trends on the reported problem. Treatment guidelines for the gentlemax pro were not followed. Therefore, the cause for this event can be traced to the user. The adverse event was caused partially or wholly by the user of the device. Follow up information provided on 02apr2019 states: the clinic had their machine serviced in the last 3 months and clinical training has been completed with attention focused on skin types and wavelength suitability.